Event description:
Pt was not a surgical candidate for aaa repair. The aorta did not have a very long infrarenal neck and was characterized by a severe angulation. During the placement of the main body graft, the device was manipulated somewhat in a semi-deployment state, in order to prevent renal artery coverage. After the graft was fully deployed, the proximal landing zone was noted to be lower below the renals than expected. A main body extension was deployed, overlapping the proximal portion of the graft, providing the needed coverage in the infrarenal neck. Final angiogram performed of the graft placement viewed a successful implant, with no endoleak presence.